Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a new insulin pump and entered setting and install battery. Customer reported to have removed battery for a few days and upon replacing battery, customer received an auto off alarm and check settings. Customer was advised that check settings is always received when insulin pump comes out of training mode. Customer also reported that insulin delivery was stopped as display screen was showing a solid circle. Customer did not believe that insulin delivery stopped due to blood glucose going from 41 mg/dl to 107 mg/dl within twenty to twenty five minutes. Customer reported that blood glucose was usually low in the afternoons due to being insulin resistant and did not believe that low blood glucose was due to insulin pump. Customer was advised to have settings adjusted by healthcare professional due to changes in the afternoon.